Event description:
It was reported that the right ventricular (rv) lead had dislodged into the left ventricular chamber. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event. The patient is part of the (B)(4) study.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d234trk implantable defibrillator (B)(6) 2009; 5076 implantable pacing lead 5071 implantable pacing lead. (B)(4).